Event description:
It was reported that the customer experienced difficulties with the pump's quick bolus/wake button, which was described as being hard to press and requiring multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. The customer was further instructed on the proper technique to press the button, but the issue persisted. The customer continued to use the pump for insulin therapy.